Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that during an open reduction internal fixation procedure the screw broke flush with the mandible so the surgeon elected to leave remnant in. Customer facility disposed of device and no return of the part is expected. No patient harm was reported and procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).